Event description:
The patient reportedly has sound quality issues, followed by over loud stimulation. External equipment was exchanged and programming adjustments were made. However, this did not resolve the issue. Surgery to explant the patient's device has been scheduled.